Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not working, the unit's holding flange was coming out, corrosion, debris and unknown material was found on the components, the control coupling for small battery drive device wires and contacts were damaged, motor with lid with contacts were damaged and not working/turning. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified veterinary surgical procedure, it was observed that the small battery drive device stopped working midway through the case. It was reported that there was no delay in the surgical procedure. It was not reported if a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.